Manufacturer narrative:
We, the manufacturer of the device, via our us importer were able to investigate by contacting the patient who responded to our requests. Patient has been contacted by the us importer cynosure and she disclosed the actual clinic where she underwent the treatments. Based on that cynosure identified the actual device involved in the event which is a deka smartxide2 part number m103p1 s/n: (B)(4). Moreover the physician who performed the treatment has been contacted and supplied the following information about the patient: the patient underwent to a total amount of four mlt treatment between 2017 and 2018. Prior to the treatments the patient had vaginal sling surgery for which the treatment was performed only on the posterior wall of the vagina (in order to avoid the area subject to the vaginal sling). Following the treatment the physician prescribed to the patient to do streatching, dilaters and topical estrace as post-treatment prescription. Beside that the patient did not perform any of the prescribed post-treatment prescription. Patient was last seen by the physician for the 1-year follow-up in which she only complained that the introitus was tight. The physician explained to the patient that this occurred due to non-compliance in following post-treatment prescriptions. Beside that the physician did not found any abnormal physical findings on the patient. The actual device was not inspected particularly for this event, anyway it was inspected (as routinary maintenance and before the awareness date of this event) on february the 17th, 2022 (anyway after the event) and found still working properly within specifications (cynosure's service report 00157992). Based on what stated above is possible to conclude that no malfunction nor deisign deficency of the device contributed to the event. Instead is possible to conclude that the event has been caused by a failure of the patient to correctly follow the physician's prescription as post-treatment care. This initial report has to be considered as final report, unless FDA has further questions.

Event description:
On (B)(6) 2022 el. En. Elecrtonic engineering spa became aware of an adverse event, reported by the us agent emergo, that received a communicationi from the FDA concerning and adverse event happened to a patient reported on the medwatch system. The patient reported to the FDA (medwatch report #mw5108527), on (B)(6) 2022. An adverse event happend to her following monalisa touch treatement performed in date (B)(6) 2018. The actual medical device involved in this event was not identified by the patient in the medwatch report. Anyway the patient reported her contact information on the report mw5108527 which has been used to perform the investigation on this event. In the medwatch report mw5108527 the patient reported to have received monalisa touch (mlt) treatment in april 2018 but she immediately felt a strong pain during the treatment. She complaints that her vagina was completely working before the treatment and she can easily have intercourse. Anyway she thought it could be a good idea to have the treatment. Following the treatment she kept feeling pain and her physician ordered a blend of cream in order to treat her pain. Despite that the patient did not report any increase in her conditions. She anyway get back to the physician and performed a total of three treatment. The physician also prescribed lidocaine cream. Up to now the patient complaint of scar tissues on her vagina and cannot handle any intercourse. The patient decided to submit the mw report following a visit to a specialist who encouraged her to place a report about her issue. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el.en. Electronic engineering spa and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, requested the cooperation of our us importer cynosure inc. Company located in w(B)(6) us, for the investigation on this case. Cynosure inc. Also represents us distributor and service center for el.en. Electronic engineering spa medical devices. Cynosure inc. Evaluated the event as reportable because they assumed the lesions to be a serious injury (on the side of caution) and submitted its own MDR report #MDR-1222993-2022-00019 as importer of the device. We, the manufacturer of device, became aware of the event on (B)(6) 2022 2022 by email from the us agent and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because we have assumed the lesions to be a serious injury (on the side of caution).